Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had a low blood glucose of 59 mg/dl. She treated with juice and food. She stated that the drive support cap appeared normal. The insulin pump had not been exposed to a strong magnetic field or MRI. She also reported a high blood glucose of 435 mg/dl. Customer treated with a bolus and manual injection. She found no air bubbles in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. The infusion set was removed and customer stated that the cannula was not bent or occluded and that the site was not sore or irritated. She reported that there was blood at the site upon removal of the infusion set but declined troubleshooting for that issue. Nothing further was reported.